Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing, pacing inhibition and high out of range shock impedance measurements on the right ventricular channel. Additionally, high out of range pacing impedance measurements were observed on the right atrial channel due to lead fracture of a non-boston scientific lead. The device was reprogrammed, a potential system replacement and further evaluation of the patient was discussed. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that a system revision was performed and it was decided to explant and replace the rv lead. No adverse patient effects were reported.